Manufacturer narrative:
E1: patient city: (B)(6). Patient country: russian federation. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the russian federation. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2024. The catheter was disconnected from the cannula. The site of inserion was right abdomen. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.